Manufacturer narrative:
This file was originally submitted on 04/30/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient called in to report receiving therapeutic shock. Patient further stated that they attempted to divert the therapeutic shock by pressing heart alert button, but it did not work. Patient confirmed feeling fine and does not need medical assistance. Customer care advised patient to contact their physcian. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated, and the monitor passed all evaluation tests. Returned therapy cable failed inspection; gel leak. Kmt engineering evaluated the returned therapy cable and observed that the alert button operates as specified. Patient may not have fully pressed the alert button. The therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard and felt the alert but did not fully press the alert button to cancel the shock.